Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited increased shock impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Data review determined the shock impedance measurements have been stable around 120 ohms. Rhythmcare then provided further troubleshooting steps to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.